Event description:
Caller indicated the advance meter was reading inaccurately. Pt bg 121 initially. This facility does a special chemotherapy treatment where they drop blood glucose to hypoglycemic levels and then administer chemo. The meter said the pt was 73, after insulin was given. But rn and dr agree that pt was symptomatic and obviously more hypoglycemic than the dosage should have caused for this particular pt. Customer almost lost the pt. Dr and rn gave pt dextrose. Caller stated control solution readings were in range on the strips used.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.